Manufacturer narrative:
Evaluation of the axium coil is in progress. Once complete, a supplemental report will be submitted.

Event description:
Medtronic received information that during coiling treatment of aneurysm, the physician realized that the coil sheath part was bent. No patient injury was reported. The axium coil was received for evaluation in a contradictory condition from how it was reported. The coil was received in a detached condition. The pushwire and introducer sheath were not returned.

Manufacturer narrative:
Additional information the device was returned for evaluation and the clinical observation was not confirmed. Upon examination, the implant coil was detached. The coil was damaged and stretched with the polypropylene filament intact. The pushwire and introducer sheath were not returned. Additionally, the received device and its packaging did not match the complaint description, which indicated a bend in the sheath. Follow-ups were made in an attempt to determine if the correct device was returned; however, no further information could be obtained. All coils are 100% inspected for damages and irregularities during manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.